Event description:
The customer reported that the system displayed multiple errors and failed to allow fluoroscopic exposures. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.